Manufacturer narrative:
(B)(4). Concomitant medical products: 00598801215 stem extension straight 15mm dia x 30mm length(combined length 75mm) 63722799, 00598004702 tibial component stemmed precoat use of this tibial component with legacy, knee - constrained condylar knee (lcck) articulating surfaces requires using 63768075, 00598304048 headed screw 48 mm length 63808512, 00598304048 headed screw 48 mm length 63808512, 00596001652 femoral component precoat size f right compatible with lps-flex prolong 63137260. Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was revised to address an infection. The polyethylene liner was revised and replaced. Attempts have been made and no further information has been provided.